Event description:
Medcomp 11.5 french 20 centimeter hemo-cath inserted by dr. Preloaded stylet accidently retained stylet attached to a light blue leur-lock port. The light blue cap is misleading. Cap should be made a different color besides red or blue. Maybe orange? Manufacturer response for 11.5f x 20 cm hemo-cath silicone double lumen catheter wistylet, (brand not provided) (per site reporter): our recommendation to the manufacturer: add stylet to the count process and change the color of the cap to bright orange. Spread education to all operating rooms that some central venous catheters come with a preloaded stylet and if so, it should be added to the count process. I do not know what the manufacturer said in response to our above recommendation that we gave to them.